Event description:
It was alleged when the device shifted from battery power to line or mains power, the infusion rate changed from the programed rate of 2 m/hr to an unprogramed rate 32 ml/hr. No pt consequence.